Event description:
The ge oec 9800 fluoroscopy system displayed precharge voltage error.

Manufacturer narrative:
A ge oec service rep investigated the issue and found a bad battery pack. The battery pack was removed and replaced. The system was released to the customer for use. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.